Event description:
During a shoulder arthroscopy procedure, the tip of the device broke off/detached. A c-arm was obtained and confirmed the detached tip. It is alleged that it was very difficult to retrieve and the only way to retrieve the piece was to change the procedure to an open one. The detached piece was retrieved.